Event description:
It was reported that a malfunction occurred, specifically identified as malf 24, and there was no adverse impact on the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a backup to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address, sent a replacement pump, and instructed the customer on how to handle the return of the malfunctioning pump and set up the replacement. The customer acknowledged and understood all instructions and was informed about returning the faulty device to avoid additional charges.